Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a system failure. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the lcd lens cover was cracked and the battery was missing. Review of the event history log showed an occurrence of a "battery communication timeout" error message. Functional testing duplicated the reported issue. The investigation determined that the issue was caused due to the missing battery. A new battery was installed to correct the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.